Event description:
It was reported that a pt underwent an interstim ii implant. During the procedure, the lead would not advance into the stimulator. There was not another stimulator available, so the procedure was aborted. A mdt rep confirmed that the pt is ok and the procedure was completed 3 days later.